Manufacturer narrative:
Multiple patient was involved in the study. Implant date: implantation date unknown. This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: lai y., et al (2019) a retrospective review on atypical femoral fracture: operative outcomes and the risk factors for failure, geriatric orthopedic surgery & rehabilitation volume 10, pages 1-5(hong kong) doi:10.1177/2151459319864736. This study aims to look at if the quality of reduction following operative fixation of aff predicts failure. During the study period of 6.5 years (between january 1, 2009, and june 30, 2015), a total of 60 patients with 70 subtrochanteric or femoral shaft fractures were treated. Four were excluded from the analysis. The overall inclusion rate was 56 of 60 patients (52 females and 4 males) or 66 of 70 fractures. Closed reduction was performed in 62% of fractures. In all, 95% of implants were from synthes (solothurn, switzerland) and the rest from stryker (kalamazoo, mi, USA). The majority underwent intramedullary nailing with the remaining with plate fixation. The most common intramedullary devices used were a2fn and pfna. Locking compression plates were used in 3 incomplete femur shaft fractures. All patients had a follow-up duration of at least 12 months. The following complications were reported as follows: 2 intraoperative fractures or perforation of femoral cortex. Superficial wound infection in 2 patients. Postoperative foot drop in 1 patient. There was a total of 8 reoperations and 8 nonunion among the 8 reoperations, 4 were due to nonunion, 4 nonunion patients refuse further operation.: 3 of these patients underwent revision fixation and 1 underwent dynamization. (Failure) 3 cases of poor reduction according to hoskins¿ modification of baumgartner criteria for subtrochanteric fractures. (No failure) 3 cases of poor reduction according to hoskins¿ modification of baumgartner criteria for subtrochanteric fractures. Broken screw in 1 patient. Other reoperations include 2 patients with removal of distal locking screws due to impingement. Mortality: 1 mortality unrelated to the index operation and was due to incarcerated incisional hernia that occurred 5 months after the index operation. This report is for an unknown synthes a2fn and pfna and unknown locking compression plates. This is 3 of 5 for report (B)(4).